Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use, the barcode on the bd discardit¿ ii syringe box and outer carton was found to be "broken into 2 rows", making it impossible for the scanner to read. The following information was provided by the initial reporter, translated from (B)(6) to english: "the barcode on the box (first packaging level) as well as the outer carton is broken into 2 rows instead of being displayed in 1 row. Consequence is that their scanner cannot read the barcode."

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. General dissatisfaction is not considered to be a reportable malfunction.

Event description:
It was reported that before use, the barcode on the bd discardit¿ ii syringe box and outer carton was found to be "broken into 2 rows", making it impossible for the scanner to read. The following information was provided by the initial reporter, translated from german to english: "the barcode on the box (first packaging level) as well as the outer carton is broken into 2 rows instead of being displayed in 1 row. Consequence is that their scanner cannot read the barcode."